Event description:
Customer stated "no longer a plastic ring on laminarias so laminaria embedded in cervix. Tried to dig cut laminaria and string ripped off. After 30 minutes of digging laminaria came out in pieces." (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation: x-initiated manufacturer's investigation . X-no sample returned. X-review DHR. Analysis and findings. Distribution history: the complaint product was purchased from medline, packaged by csi on 10/18/18 under work order (B)(4). Manufacturing record review: DHR-mx220-258782 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record : service history not applicable for this product. Historical complaint review: a review of the attached 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: visual examination of the complaint product could not be completed as it was not returned. The former laminaria (p/n 37001) was replaced with a new laminaria (p/n 53628) supplied by (B)(4) under ecn-22633. The new dilateria does not contain a plastic disc. Functional evaluation : functional evaluation could not be performed. Dfu- 36999-b outlines how to insert and remove the dilateria in special situations. Root cause : root cause not applicable as the complaint condition was not confirmed. The new medline laminaria meets the same specifications as the previous laminaria. Correction and/or corrective action: corrective action is not applicable as the complaint condition was not confirmed. The new medline laminaria meets the same specifications as the previous laminaria. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. (B)(4).

Event description:
Customer stated "no longer a plastic ring on laminarias so laminaria embedded in cervix. Tried to dig cut laminaria and string ripped off. After 30 minutes of digging laminaria came out in pieces." (B)(4).